Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a possible fracture of the epicardial (right atrial) (ra) lead was noted on the x-ray. The lead was capped and replaced during an upgrade procedure. No patient complications have been reported as a result of this event.